Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA 04/24/2011.

Event description:
The customer reported that the angio does not react to input. Error message is not displayed. Cold start of the system was not successful, also a restart was not helpful. An intubated pt is lying on the table.